Event description:
It was reported that the subject device was defective, there was no image on the screen. The issue occurred during setup. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the printed circuit board (cr board), system failure of the printed circuit board (dr and ap board). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the printed circuit board should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.